Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had bent cannula issue. Reportedly, the blood glucose levels were over 600 mg/dl and had experienced diabetic ketoacidosis, which was self-treated with a correction bolus. Subsequently, the patient was hospitalized, and it was noticed that cannula was bent. The patient received intravenous insulin as corrective treatment which resolved the issue. The infusion set was used for three days. The patient was admitted for three days and there was no permanent damage to the patient. Moreover, it was also reported that the patient went to the hospital for the same reason but was discharged the next day after the treatment. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.